Event description:
It was reported that the right ventricular (rv) lead was undersensing ventricular fibrillation (vf) when programmed to sense at 1.2 mv. The left ventricular (lv) lead had high thresholds and was not in use at time of replacement surgery. It was further noted that two new rv leads were attempted during the replacement surgery. (B)(4) required greater than 50-100 rotations to advance the helix and had poor sensing in multiple positions. The next rv lead attempted, (B)(4) also took 50-100 turns to advance and retract the helix. It also had poor fixation, if any at all and poor sensing. The chronic rv and lv leads were capped and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the lead was stretched. It was noted that the distal conductor was distorted, the distal conductor fractured due to overstress, the inner tubing was kinked/buckled, the outer tubing was kinked/buckled, the inner tubing was torn and the lead appeared to have been damaged at implant. The lead was received with helix fully retracted. During the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion and fracture of the distal conductor within the connector. The lead has been very stretched causing the inner tubing to buckle. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor connector pin was bent, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant. The helix operation and length were still within spec.